Manufacturer narrative:
One smiths medical cadd-legacy® plus pump was returned for analysis in damaged condition; cracked front and rear housing, cracked screen. The event history log was unable to be downloaded. The device was powered up and alarmed ec1261; an issue with the circuit board. Based on the evidence, the cause of the complaint was found to be the circuit board. However, the root cause is unknown.

Event description:
Information was received indicating that no display was visible on a smiths medical cadd-legacy® plus pump. It was noted that the alarm continuously occurred. There were no reported adverse effects.